Manufacturer narrative:
Medtronic rep checked out sys and everything worked as intended, several successful subsequent sys uses complete with no repeat failure. No impact on pt outcome.

Event description:
Medtronic rep reported the probe is tracking on the opposite side of the pt in the trajectory views. The surgeon discontinued using navigation for the remainder of the case. No impact on pt outcome was reported.